Manufacturer narrative:
(B)(4). The package was received with no sales unit carton and showed crumpling of the tyvek across its entire length. The package was yellowed and wrinkled with many scrapes and gouges in the tyvek. There was evidence of a great deal of force applied to the instrument and the package. The tips of the jaws could be seen protruding from the black tip protector cap. There were parallel holes from the jaws which had gone through the black protector cap and through the film. The film had buckled up and the jaws penetrated another layer of film and the tyvek lid stock as well. The direction of the package perforations were confirmed using microscope. This damage was caused by a great deal of abusive force to the package and instrument. Nothing in the packaging process could cause this kind of damage. Defect occurred external to ees packaging. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during checking the device into inventory the tip protector had created a hole in the (B)(4) packaging. There was no patient involvement reported.